Event description:
It was reported that the patient's heart rate was 20 to 25 bpm with no ventricular capture on the electrograms through the implantable device or through the external pacing generator. It was also reported that the "patient is dying". Lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.